Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
The zilient guide wire was advanced into the proximal portion of a chronic total occlusion of the anterior tibial artery (at). A 2.0mm balloon was inserted for support. Imaging thereafter revealed extravasation. The wire and balloon were pulled back, and repeated imaging confirmed extravasation. Protamine was administered to reverse heparin, and the wire and balloon were advanced to the proximal at in preparation to tamponade. Prior to inflation, imaging was repeated and no longer showed extravasation. Tamponade was not performed. Imaging was performed several more times, all showing no further evidence of extravasation. The procedure was not completed. A plan was made to bring the patient back at a later date.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
The zilient guide wire was advanced into the proximal portion of a chronic total occlusion of the anterior tibial artery (at). A 2.0mm balloon was inserted for support. Imaging thereafter revealed extravasation. The wire and balloon were pulled back, and repeated imaging confirmed extravasation. Protamine was administered to reverse heparin, and the wire and balloon were advanced to the proximal at in preparation to tamponade. Prior to inflation, imaging was repeated and no longer showed extravasation. Tamponade was not performed. Imaging was performed several more times, all showing no further evidence of extravasation. The procedure was not completed. A plan was made to bring the patient back at a later date.